Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against the strepatavidin component of the reagent was confirmed. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
Sample from the patient was requested for investigation. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii assay results for one patient from cobas e 801 modules. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(4) for the ft3 assay. The questionable results were reported outside of the laboratory.